Event description:
It was reported that tandem mobi pump generated alarm 23 and repeatedly suspended insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Customer resumed insulin when instructed, switched to multiple daily injections as backup therapy, and was provided instructions on storage mode, pump return, and setup of replacement pump; technical support confirmed warranty and shipping details and sent replacement pump while instructing customer to return problematic pump within 10 days.